Manufacturer narrative:
Batteries were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue was isolated to the batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during preventive maintenance, the battery in a 980 ventilator was not charging. The ventilator was not in use on a patient at the time of the reported event.